Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 590 mg/dl. The customer had reported the symptoms such as little nautious and feels chilly. The customer was treated with bolus. Customer¿s high blood glucose level was 590 at the time of the incident. Customer¿s current blood glucose level was advised as 584 mg/dl and also stated as 523 mg/dl and 492 mg/dl. Customer declined troubleshoot for high blood level. The product was not returned for analysis.